Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. We have not received the device for evaluation. The device caught on a crack in the sidewalk and stopped abruptly. The enduser fell and hit his head causing a bruise on the side of his head.